Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital following receipt of shock therapy. An interrogation was attempted with a remote monitoring communicator, however, was unsuccessful. Boston scientific technical services (ts) discussed troubleshooting options. A health care professional (hcp) was going to attempt further troubleshooting and contact the local field representative to interrogate the device with a programmer. No adverse patient effects were reported. This product remains implanted and in service.